Manufacturer narrative:
The reported event of inability to remove the stylet was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the polytetrafluoroethylene (ptfe) coating of the stylet was stripped and bunched with the inner coil at the distal end of the connector pin. The cause of the reported event was isolated to bunching of the stripped stylet, ptfe coating, and inner coil.

Event description:
During implant, the stylet could not be removed from the body of the left ventricular (lv) lead. A different lv lead was used to resolve the event. The patient's condition was stable following the procedure and there were no adverse consequences.